Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "no disposable clamp tubing" alarm. The reservoir volume was 127.6 ml, the infusion rate was 3.0 ml/hr, and the total volume given was 8.80 ml. The patient had been instructed to power down the pump, close the clamp on the tubing, and remove the cassette. Bubbles had been observed in the tubing extending across the top of the cassette. Troubleshooting was performed and the pump had been restarted. The screen had displayed "run res vol 127.6 ml." The patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Device was not returned for analysis of complaint no disposable clamp tubing alarm. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.